Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. While the sensing and threshold measures are stable. Further evaluation for this patient was recommended. At this time, the product remains in service and no adverse patient effects were reported.